Event description:
Bardport implanted port implanted in 2006 in surgery. The pt a female diagnosed with anal carcinoma in need of venous access device for planned chemoradiation treatment tolerated the procedure well. When pt was getting an outpatient work up done in 2007, chest x-ray showed probable fracture of the catheter, migration/coiling of the catheter into the right atrium. That situation necessitated retrieval of approx 14.2 cm of catheter from the right atrium via interventional radiology technique. On eight days later while the pt was undergoing a abdominal surgical procedure, the surgeon also removed the remaining port portion which was in the subcutaneous space. The pt suffered no ill effects.